Manufacturer narrative:
One single dpt sensor with IV line was received for evaluation. During visual examination, the unknown clear particulates were found inside the dpt housing female connector area. Further analysis showed presence of carbon, oxygen, sodium, chlorine and silicon in the clear particulate. These chemicals are not part of the manufacturing process. The supplier has been notified of the complaint and the evaluation. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
One single dpt sensor with IV line was received for evaluation. The reported even of leakage issues was not confirmed. However, during visual examination, unknown clear particulates were found inside the dpt housing female connector area. The particles stayed inside housing during 5 minutes of continuous flushing. No other particulates found on filter paper. No leakage was detected from the kit during leak test. Flush device of dpt housing was intact and no visible damage or defect was observed from the kit. Dpt sensor also zeroed and sensed pressure accurately on pressure monitor. Further analysis of the particulate has been assigned. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. The noted particulate was not able to be flushed out during 5 minutes of continuous flushing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use in patient, in this disposable pressure transducer, leakage was found at the snap-tab. The issue was solved by replacing the dpt. There is no allegation of patient injury. The device was available for evaluation. Patient demographics are not available.